Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The laa type was chickenwing. The device met release criteria and was released. Five days post-implant, the device was noted to have embolized. The device was percutaneously snared and another 27mm flx device was implanted. The patient is reported to be doing fine.